Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: one sample of model 10010454, lot 20016235 was received by quality for investigation. The customer complaint of component damage - leak; filter damage, was verified by testing the submitted sample. The sample received was primed using IV fluid and the leakage was noted coming out of an air vent in the filter. A device history record review for model 10010454 lot number 20016235 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A quality notification has been sent to the supplier to investigate the root cause of the failure.

Event description:
It was reported that the as lvp 20d low sorb ss 0.2m tubing leaked remicade from a hole in the filter, and blood backed up into the tubing during the infusion. The following information was provided by the initial reporter: "patient stated that tubing was leaking. Patient showed nurse where tubing was leaking. Pump was paused to assess the tubing. The drug remicade was leaking out of a small hole in the filter that isattached to the tubing. Blood backed up into thetubing from the IV site, pushing the remicade out ofthe "hole" on the filter again. The tubing wasdiscontinued and new tubing was used to finish theinfusion.".

Manufacturer narrative:
The initial reporter also notified the FDA on date via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d low sorb ss 0.2m tubing leaked remicade from a hole in the filter, and blood backed up into the tubing during the infusion. The following information was provided by the initial reporter: "patient stated that tubing was leaking. Patient showed nurse where tubing was leaking. Pump was paused to assess the tubing. The drug remicade was leaking out of a small hole in the filter that is attached to the tubing. Blood backed up into the tubing from the IV site, pushing the remicade out of the "hole" on the filter again. The tubing was discontinued and new tubing was used to finish the infusion."